Manufacturer narrative:
(B)(4). Batch # p93t96. Investigation summary: the handpiece was received with the 4-40 stud broken. No functional testing could be performed due to the device returned condition. When the instrument was disassembled to inspect the internal components, the moisture indicator was found to be positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal and this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. Possible causes that may have contributed to the 4-40 stud breaking are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing, or plastic torque wrench not being used. It is possible that the broken stud contributed to the assembly issue when trying to attach the instrument to the handpiece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that after an unknown open procedure, the stud of the hp054 was broken and remained in the connection part of the harh23. There were no adverse consequences to the patient.